Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) surgery only a few months back and had been having troubles with inflation and deflation of the device. It would work sometimes, but would not work every time like it should. After evaluating it both through visualization and palpating the best solution was to remove the pump and replace it with a properly functioning ms pump. The pump was removed, the reservoir was checked for sufficient saline levels of 90 cc's and the cylinders were individually tested with a surrogate to syringe to further prove that the issue lied within the pump. Once all of those tests were complete the new pump was put into place and the appropriate connections were made for the ipp to be fully functioning again with a pump, two cylinders and the reservoir. There were no patient complications.